Event description:
A surgeon reported a broken haptic was noted on the intraocular lens after insertion. She indicated surgical intervention was required. However, the type of intervention was not identified. More info has been requested.

Event description:
The initial medwatch was filed because the surgeon indicated there was surgical intervention necessary but did not provide details. Additional information provided by the surgeon stated that after insrtion a crack in the haptic was noted. The lens was removed uneventfully and replaced during the same surgical procedure.